Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl, nor did the cgm read ¿high.¿ customer resolved the issue by changing the infusion set and cartridge, continuing with insulin therapy, and no further assistance is required.